Event description:
The reporter stated the surgeon inserted a aq2010 silicone three piece lens and one haptic tore the lens was cut into pieces to remove and there was no patient injury; no incision enlargement of sutures.